Event description:
A group of students, approx 20 students, learning to use the multiclix lancet device, used on drum (which contains 6 lancets) to puncture the fingers of participating students. The rptr alleged that either the sys of repositioning the drum to the next sterile lancet was not working or the lancet device did stop functioning after the use of 6 lancets. The school sent letters to the affected students recommending they be screened for hiv, hbv, and hcv. The event occurred at a school. The suspect device was replaced and requested to be returned for eval.

Manufacturer narrative:
Specific pt info was not provided.